Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6) .

Event description:
Customer reportedly received results of 7.2 mmol/l and 15.4 mmol/l within 1 minute on the performa system. Customer reported he stores the test strips in the bathroom. No adverse event reported. The alleged product will not be returned for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.